Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's software displayed atypical behavior. The customer reported "found a software glitch, initiate a drug, set the rate, and if you choose a bolus does but then have to stop/pause it before the bolus dose is done, it resets to the basic rate and you have no idea of how much the bolus dose was infused." Any patient involvement, injury or medical intervention is unknown.